Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#90987 was implemented. We are unable to confirm or determine the root cause of the reported thermal event, as the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.

Event description:
The patient reported their personal diabetes manager battery is swollen, and the device will no longer hold a charge. If additional information is received a supplemental report will be submitted.